Event description:
The customer's mother reported via phone call that the customer dropped the insulin pump and there is a crack on the side of the reservoir housing and a big scratch on the other side. Customer's blood glucose was 190 mg/dl at the time of the incident. Customer's mother stated that the buttons on keypad of the insulin pump stopped responding after it was dropped. The insulin pump will need to be replaced. Customer's mother was advised to discontinue use of the pump and revert to a back-up plan. A loaner pump will be sent to the customer.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All buttons functioned properly, but moisture damage was found on the keypad traces. No button error alarm was noted during testing. The pump also had minor scratches on the display window, a cracked reservoir tube lip, and a cracked reservoir tube near the reservoir tube window.